Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
Info was received that a pt was hospitalized in 2008 due to hyperglycemia. The reporter stated that a day prior in the morning, the pt's blood glucose was 97 mg/dl. The pt's blood glucose rose throughout the day. By the next morning her blood glucose was >400 mg/dl. The pt was brought to the hospital. Upon removal of the subcutaneous infusion set they discovered the cannula was bent at a 90 angle. The reporter admitted that during the events that led up to the hospitalization they did not change his set. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.